Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. During the procedure, the patient became hypotensive and an échographie revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient and the procedure was stopped. Several hours post procedure, the patient was stable. There were no performance issue with abbott device.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log files indicated a manual reset was performed outside of the patient and not after insertion into the patient. The cumulative limit on the auto reset function of the catheter can be inhibited when a manual reset is not performed once inserted into the patient and the cumulative limit only resets once another manual reset has been performed. The auto reset function stopped activating midway through the procedure and eventually a check baseline error message was displayed prior to the last ablations in the log files. The ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. In addition, force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.